Manufacturer narrative:
The investigation results indicated that the in-process inspections and records for this unit complied with all specifications. A correlation between the reported event and this medical device cannot be confirmed. However, given that the use of this product cannot be entirely ruled out as a potential cause or contributing factor to the event, this report is submitted in accordance with relevant regulatory requirements.

Event description:
A patient underwent a bipolar hip implantation surgery on (B)(6) 2017. The patient experienced discomfort while bending down to sit, and x-rays revealed a dissociation between the acetabular cup and the femoral head. A revision surgery was performed on the same day (B)(6) 2017 to replace the implants with a new u2 bipolar implant and femoral head.